Event description:
A patient suffered serious injuries/damages as a result of dextrose overdose. In 1999, the physician treating the patient ordered a 9% dextrose solution which was prepared by a pharmacy technician using the automix 3+3/as compounder. No other information is available.